Event description:
A user medwatch report was rec'd by co on 10/21/96. The report indicated when attempting to go on bypass, the venous line was connected and return flow was obtained. Arterial line was connected and did not flow. The filter was clamped off and the bypass line was opened and flow to the pt was started. The case proceeded and completed with no pt problems reported. The co arterial (20 micron) filter was a component of another co's tubing pack model no. 8139-d, lot no. 145609.